Manufacturer narrative:
The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported right side "periprosthetic fluid" and "recall." The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a5, d1, d2, d4, d6(a), g4, h4, h6.

Event description:
Patient reported right side "periprosthetic fluid" and "recall." The device remains implanted.

Event description:
Patient reported right side "periprosthetic fluid", capsular contracture baker grade IV, and "recall." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.